Manufacturer narrative:
Although the device has been received; however, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in a patient on (B)(6), 2009.according to the complainant, when the physician attempted to remove the stent on (B)(6), 2010 the distal portion of the stent detached inside the patient. A second procedure was performed on (B)(6), 2010. The stent fragment was successfully removed. The patient was reported to be doing fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in a patient in (B) (6) 2009. According to the complainant, when the physician attempted to remove the stent in (B) (6) 2010, the distal portion of the stent detached inside the patient. A second procedure was performed in (B) (6) 2010. The stent fragment was successfully removed. The patient was reported to be doing fine at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned contour stent fragment present on the device to indicate use. A visual evaluation of the returned contour stent found that only the proximal end of the stent was returned. The remnant was stretched, deformed and torn jaggedly. Calcification residue was found on and in the proximal pigtail of the remnant. Following a detailed device analysis, it was noted the device was found to be torn in two. From the investigation and the information received the device had become partially calcified. It is most likely that the calcification on the distal end of the device caused resistance when an attempt was made to remove the stent. The resistance most likely caused the user to apply excess force on the stent which caused it to stretch and break. Therefore, the most probable root cause for this event is determined to be "operational context."